Event description:
Our rep is reporting that at a conference during a general conversation with an unk surgeon about a specific mitek product and related user techniques, the surgeon casually told the rep that on 4 separate occasions (dates undetermined), he had used an unk mitek slingshot fixation device for aci remedies. In each of the 4 cases there was some amount of post-operative "back out" of the "cross pin' fixation device, causing its' most proximal end to sit proud to the lateral cortex causing some pain to the patient. Re-surgery was performed, re-seating the crosspins, countersinking them (driving them below the surface of the cortex to a degree). At this time, the surgeon also checked the integrity of the graft fixation and all appeared well. The 4 cases were remedied and the patients convalescing positively as expected. See also associated mdrs 1221934-2006-00211, 00212 & 00214.

Manufacturer narrative:
Nothing is being returned, no specific product has been identified and no lot numbers have been supplied. The identity of the surgeon and the facility are not known, details of times and places are not known. A review into the mitek complaints system revealed that there have never been any similar incidents reported for this particular device. The rep states that they had contacted the product's designing surgeon for consultation, he has never encountered this type of issue. The rep states, via phone conversation, that the conversation he had with the unk surgeon concluded that the adverse event was most likely precipitated by technique, a user issue. At this point in time, outside of reporting this adverse event as a means of documentation, no further action is warranted; however, any further information that is received, which is pertinent and germane to this issue, will be reflected in a follow-up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.